Event description:
It was reported that the right ventricular (rv) lead alert triggered for low impedance, and an svc low alert and noise spike. The lead remains in use and no patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the device was not returned for analysis. However, performance data collected from the device was received and analyzed. Analysis of the device memory indicated the impedance on the rv (right ventricular) defibrillation coil was beyond the expected lower range. Analyst commented, the right ventricular (rv) lead coil impedance 6 ohms on the week of (B)(6) 2014. Analysis of the device memory indicated the impedance on the svc (superior vena cava) defibrillation coil was beyond the expected lower range. Analyst commented, superior vena cava (svc) coil impedance 4 ohms on (B)(6) 2014. No lead noise episodes noted.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant medical products: 4568-53 implantable pacing lead, (B)(6) 2003; 419488 implantable pacing lead, (B)(6) 2008. (B)(4).

Event description:
It was further reported that there were 3 subsequent low impedance readings on the right ventricular (rv) lead and apparent noise sensing on the rv coil - svc coil. The rv lead was capped and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Corrected information: no eval explain code. If information is provided in the future, a supplemental report will be issued.